Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The screen was scratched however. The moment the device was powered up the device started double beeping, indicating that the downstream sensor needed to be replaced. The downstream sensor was the cause of the reported product problem. This component was replaced along with the scratched screen and clock battery.

Event description:
It was reported that the cadd-legacy 1 beeped with an alarm which indicated that no cassette was attached. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and the screen was found to be scratched. The keypad and labels were operational and intact. The customer's reported problem was verified. The moment the device was powered up the pump started double beeping, which indicates a downstream sensor issue. The pump's downstream sensor, screen, and clock battery were all replaced. Additionally, the DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found.